Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 240 units of insulin. Blood glucose level was approximately 300 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.